Manufacturer narrative:
On (B)(6) 2016 09:38 am (gmt-4:00) added by (B)(6) ((B)(4)): the investigation of the complaint has been completed. The replaced control printed-circuit(pc) board was not returned for investigation, despite having sent several reminders. Our field service engineer(fse) confirmed the reported issue from the exported device logs. The fse replaced the control pc board and performed successful functional tests before the ventilator was returned to service. Evaluation of received device logs confirmed a single occurrence of the reported technical error codes on the date of event. These technical error codes indicated "disabled valves" and stopped ventilation due to a control pc board communication failure with the monitoring pc board. If the underlying defect appears during ventilation, ventilation will stop and the technical errors will be notified to the user by a generated high priority alarm and the corresponding technical error code. If the failure appears during start-up, the corresponding technical error code will be generated and ventilation cannot be started. Our conclusion is that the reported issue can be confirmed from received device logs but its cause cannot be determined since the exchanged part was not returned for further investigation.

Event description:
On (B)(6) 2016 09:31 am (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4).

Manufacturer narrative:
(B)(6) 2015 02:09 pm (gmt-5:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is complete.

Event description:
It was reported that the ventilator generated two technical error codes. One indicating disabled valves and the other a communication failure between monitoring and breathing sub-systems. There was no patient involvement. (B)(4).